Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low defib impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of low lead impedance was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
New information fracture was noted.

Manufacturer narrative:
Additional information: b5 and h6.